Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to verify low battery alert due to blank display. Unit received with corroded motor home switch, minor scratches on case, cracked case (battery tube), cracked retainer and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had low battery alert. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.